Event description:
A customer reported that they observed particles inside a folfusor elastomeric device. This observation was made after the device had been filled with 0.9% sodium chloride and fluorouracil. This event was observed prior to patient use. No patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. One unit was received with approximately 100 ml of fluid in the reservoir. The visual inspection of the unit noted a tiny white polyester particle (approximately 1.9 mm in size) floating in the solution of the bladder. The initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.